Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the she was hospitalized for a high blood glucose of 311 mg/dl and diabetic ketoacidosis. She was observed in the ICU and removed from the insulin pump; she was treated via insulin drip. The patient's blood glucose came back to normal and they put her back on the insulin pump; however, her blood glucose then went up into the 400 mg/dl range. The customer changed her site this morning as her site became dislodged. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The time was programmed incorrectly. A small air bubble was found in the reservoir. The infusion set cannula was bent as well. Despite these issues, the customer was able to prime successfully. The customer's mother declined further troubleshooting. No products were returned or replaced.